Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the estimated pump flows were low. The patient¿s health care professionals believed the low flows were due to the development of a significant amount of thrombus in the pump. No clinical symptoms were reported. During a recent angiogram on an unspecified date, contrast dye was seen exiting the lvad outflow graft only during systole. The patient¿s ejection fraction was 45%. Prior to lvad implant the patient was known to be hypercoagulable and reportedly, despite best efforts, the pump clotted. The patient's anticoagulation treatment included IV bivalirudin, coumadin, and 81mg aspirin. Due to the improved ejection fraction and the patient being asymptomatic, a pump exchange is not planned. It was reported that if the lvad clots off completely it will be decommissioned. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, the log file evaluation could not conclusively determine the specific cause for the low flow alarms. In addition, a correlation between the device and the suspected thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.